Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a cataract extraction with intraocular lens implant procedure the footswitch became disconnected from the system, footswitch was reconnected incorrectly and the system would not work, footswitch was replaced with an alternate footswitch. After 2 hours of surgery the surgeon aborted the case. The patient suffered a vitreous hemorrhage and will need an additional surgery.